Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to incorrect placement of the electrode array. The patient has not been reimplanted with a new device as of this report.